Event description:
It was reported that the caller experienced a cgm error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, and the caller was guided through the pump reset process. After the reset, the pump no longer displayed the error code, and the caller successfully began their sensor session. The caller was advised to reset the pump at their convenience and to follow up if any issues persisted.